Event description:
It was reported that a vns patient was referred for generator replacement due to end-of-service. It was later reported that the patient¿s surgery was cancelled the patient started having seizures prior to the procedure and was sent to the ER. Follow-up to the company representative provided the physician assessed the increase in seizures was due to the battery depletion. The patient was given ativan and an increase in medications while sent to the ER. Surgery occurred. The company representative who attended the case provided that the battery was depleted and he was unable to interrogate the device or run pre-operative diagnostics. There was no visible damage to the lead, and it was stated there was no indication of patient manipulation. Diagnostics were run multiple times with the pin insertion visually verified each time, and resulted in high impedance. Generator diagnostics were performed with the test pin and were all normal. The physician removed the entire system and cut the lead near the vagus nerve. No new products were implanted at the time. Notes received provided there was too much fibrosis to perform the procedure for risk of vascular damage. Additional relevant information has not been received to-date. The explanted devices have not been received by the manufacturer to-date.

Event description:
Follow-up from the physician provided the patient is developing dense scar tissue in the neck at the site of the surgical dissection. The explanted devices were reported to have been discarded.

Event description:
It was reported that the patient was referred for replacement surgery. No known replacement surgery has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that the patient's generator and lead re-implant surgery was completed. No further relevant information has been received to date.